Event description:
Customer reported no reactivity with a patient sample confirmed to have anti-e, anti-c, and anti-kell detected in the solid phase methodology on the echo instrument. Customer reported that the patient was initially tested on the immucor echo and yielded a positive antibody screen. Customer stated that it is their protocol to repeat any positive antibody screen by the echo in the manual gel method. Patient sample was then tested by the manual gel method with a 15min incubation and negative results were observed. Patient sample was then tested on the echo for antibody identification. Customer questioned the negative antibody screen in gel and then tested the sample against vra180 with a 30min incubation. No reactivity was observed. All listed ocd products have been confirmed to have normal appearance and stored according to the respected IFU. Cts suggested antigen typing of the 0.8% donors that were expected to be positive for the respective antibody. Customer is unwilling to perform the suggested testing.

Manufacturer narrative:
Ocd performed retained testing, batch record review, and complaint by lot review. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).